Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: unknown. It was reported that tubing separated. Event date: (B)(6) 1980. Was there an injury: no. Was there a death: no. Product description summary: tubing appears to have separated or come apart. Sample available: yes. Lot # / work order: unknown. Product malfunction/failure mode as reported separates.

Manufacturer narrative:
A complaint of separation was received from the customer. A photo was received from the customer. In the photo separation of the pumping segment can be seen; the customer complaint was verified. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event (B)(6) 2020. B5: describe event or problem. It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing separated. Event date: (B)(6) 2020. Was there an injury: no. Was there a death: no. Product description summary: tubing appears to have separated or come apart. Sample available: yes. Lot # / work order : unknown. Product malfunction/failure mode as reported: separates.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing separated. Event date: (B)(6) 2020. Was there an injury: no. Was there a death: no. Product description summary: tubing appears to have separated or come apart. Sample available: yes. Lot # / work order: unknown. Product malfunction/failure mode as reported: separates.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that tubing separated. Event date: (B)(6) 1980. Was there an injury: no. Was there a death: no. Product description summary: tubing appears to have separated or come apart. Sample available yes. Lot # / work order unknown. Product malfunction/failure mode as reported separates.